Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had several episodes of ventricular fibrillation with right ventricular lead noise. Inappropriate anti-tachycardia pacing was delivered. Programming changes were made. The patient was in stable condition.